Event description:
The patient received his scs system on (B)(6) 2008. It was reported the ipg was explanted and replaced due to a loss of magnet functionality on (B)(6) 2008. Follow up on the patient found that no further issues have been reported. The explanted ipg was returned to ans for evaluation. No additional information was reported.

Manufacturer narrative:
Eval: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg failed manual testing of the magnet mode. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.